Event description:
Testing yields (B)(6) discrepancies. The hospital obtained (B)(6) results on the panel and (B)(6) results with other test methods. The incorrect results were reported to the physician but appropriate treatment was not delayed or withheld. There are no reports of adverse health consequences associated with the discrepant results.

Manufacturer narrative:
Method: actual device not evaluated - comparison to another test method was performed by the customer. Results: testing by customer indicates compared to another test method an incorrect interpretation was received. Conclusion: no evaluation will be performed - occasional (B)(6) discrepancies occur. There are no reports of adverse health consequence associated with the discrepant results.